Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they were driving and passed out behind the wheel. The customer sates they were treated by paramedics for lows with IV. The customer's blood glucose level had been as low as 31mg/dl. The customer's most current level was 260mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then unit was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No bolus anomaly, basal anomaly or daily total anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window and cracked reservoir tube.